Event description:
It was reported that during a procedure involving one resolute integrity rx coronary drug eluting stent, stent deformation occurred in vivo during positioning/advancement. The target lesion was located in the mid circumflex (cx) artery which exhibited severe calcification, moderate tortuosity with 70¿80% lesion stenosis identified. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device.  It was reported that the event was due to use of the device in difficult lesion morphology/anatomy or procedural related. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device returned for evaluation. The stent was positioned on the balloon between the marker bands in accordance with the positioning specification and the stent did meet the visual acceptance criteria. There was no deformation observed on the stent wraps. Deformation was evident on the distal tip. No other damage was observed on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.